Manufacturer narrative:
The review of provided data confirmed the reported issue during in-clinic follow-ups in rf/ble mode of single chamber ICD with the new user interface in the smartview software 3.16. During in-clinic follow-ups in rf/ble mode of single chamber ICD, only one egm is displayed. When the user selects the direct printing icon, the software looks for two egm channels to print and therefore cannot print. This software issue will be corrected with a next smartview version. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during an implantation with smatview software 3.16, there was no direct printing possible. No strips of egm could be printed on woosim or pdf. In germany during audits the strips can be checked and need to be present. A check with a platinium device on another programmer and 3.16 showed that the egm could be printed and stored on pdf.